Manufacturer narrative:
Concomitant product: 505da24, mechanical valve, implanted (B)(6) 2011. Product analysis : the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis found that the device had excess charge time with the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing longer charge times. Battery analysis found no internal battery shorting had occurred but near lithium (li)- severing was observed. Review of the save to disk data showed excessive charge time (ect) before eri and subsequent explant. These ect¿s resulted from an increased battery resistance induced by partial li-severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted due to a device replacement, and subsequently tested out of specification. No patient complications have been reported as a result of this event.